Manufacturer narrative:
The returned device was evaluated. During eval of the device, the device was not able to power on with dc or ac and was not able to engage in monitoring. Replaced battery and unit was able to power on and device provided audible and visual low battery alarms when battery was low as designed. During eval it was found that the ac/dc power supply had no dc output power. A service history record review reveals that this unit was in the field for over (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit will not power on. The customer stated that there was an audible "crackle" sound, like it was shorting out, as soon as the ac power cord was plugged in. They tried another power cord and got the same result. There was no alarm indication prior to the failure. A pt was being monitored when this unit was first noticed to have failed. The unit will not engage in monitoring.